Manufacturer narrative:
The insulin pump was received with a blank display due to corroded and missing battery contact spring. The failed battery test alarm was unable to be verified due to a blank display. The unit had a minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer called to report a failed battery test alarm and corrosion in the battery compartment. The customer's blood glucose reading was 118 mg/dl. The customer was advised to revert to a backup plan and that the device would be replaced.